Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer "found two tubes without labels."

Manufacturer narrative:
H6: investigation summary: bd received one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer "found two tubes without labels."